Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module kit was replaced to resolve the issue. Additionally, the stirring fan and 02 low flow tube were replaced due to a test failure. The inlet air path assembly and removable ir path foam were replaced per remediation. The device powered on and operated as it should.